Event description:
It was reported that during testing conducted by a field service tech, the device sparked and smoked. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The drill was returned to the MFR. The complaint that the device sparked and smoked could not be confirmed. However, the service tech reported that the device would not work. Internal components were evaluated, which revealed corroded bearings. The bearings function to reduce friction during rotation of the rotor in the motor coils. Increased friction due to corrosion buildup in the rotor bearings can cause the device to seize, resulting in loss of function.